Manufacturer narrative:
No button error alarm noted. Pump had no button response due to corroded keypad traces. Pump received with minor scratched display window, cracked case at display window corners, broken battery tube threads, cracked reservoir tube lip and cracked reservoir tube. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed button error during a bolus attempt. Customer does not recall any significant events leading to the error. Customer's blood glucose was 217 mg/dl at the time of incident. The customer was advised that the device would be replaced and to return the product for analysis. No further information was provided.